Event description:
It is reported that the cable cutter did not adequately cut the cable resulting in a frayed cable. The discarded portion of the cable stabbed through the skin of the physician's assistant. The pt has (B)(6).

Manufacturer narrative:
This report will be amended when our investigation is complete.